Manufacturer narrative:
Evaluation in progress.

Event description:
Cryoprobe frosted up the shaft during pre-testing. A different probe was used to complete the case.

Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue of shaft frosting and determined the cause to be a vacuum sleeve failure.